Event description:
The customer reported to olympus that there was a no image issue while using the hd autoclavable camera head. The issue occurred during preparation for use and there was no procedural or patient involvement associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to heavy corrosion on the charge-coupled device. Additional findings include a cut and leakage in the cable, as well as button two (2) and switch button were not working. All findings required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the picture is no longer displayed due to the failure of charged coupled device (ccd) cable. It is likely that the failure of the cable was caused by water intrusion from the cut of the cable covering part and deteriorated. Regarding the damaged cable and water intrusion, the phenomenon could be prevented by following the instructions for use, which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.